Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have passed out due to low blood glucose. Customer reported that on (B)(6) 2016 paramedics were called to the home due to being found passed out by girlfriend. Customer's blood glucose was so low that a reading could not be obtained. It was reported that customer lost fifty pounds and settings may have changed. Customer reported to not have a healthcare professional and was advised to get one so that settings could be corrected. Customer disconnected from insulin pump due to low blood glucose and blood glucose elevated to 405 mg/dl. Customer was assisted in changing time and date.